Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted with reason unknown. A new lead was implanted. No adverse patient effects were reported. Additional information obtained from the field indicated that the lead was used and was repositioned multiple times during the procedure. It was getting difficult to reposition cause the helix was exposed. Hence, a new lead was implanted. Furthermore, this lead will not be returned.